Manufacturer narrative:
No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was destroyed due to an injector loading problem. It was reported the plunger of the injector was probably bent and ruined the iol. There was no patient contact with the device. The procedure was completed with new products.